Event description:
Upon disconnection of the paratrend 7+ sensor from the patient data module, the nurse had some blood splashed on their face and clothing. No details were available for the cause of the blood flow through the sensor. No report of harm or injury to a patient or to the nurse. The sensor and patient data module will be returned to diametrics medical limited for investigation.